Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No frozen screen and time/clock anomaly noted. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they received a check blood glucose alarm. The buttons were not responding. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that the time was not advancing. The removed the battery and inserted a new one. They monitored the insulin pump for 3 minutes to verify if the time clock was working properly but the time did not advance. The customer received a button error while on the phone. The customer¿s blood glucose level was 194 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.